Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization. The etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. Limited follow-up information precluded a more comprehensive investigation. However, (based on internal records), the patient continues to utilize the same liberty select cycler without reported incident. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed due non-operational question. The patient called stating they were in a lot of pain and thought they might have a stomach infection. The patient was unsure if they should call number on the cycler or 911. The fresenius technical support representative advised patient to call 911 for any emergencies. The patient was not connected during incident. Upon follow up, it was confirmed that the patient was admitted to the hospital on saturday (B)(6) 2024 (the same day patient called to technical support) due to peritonitis. The nurse could not confirmed if peritonitis was related to the use of fresenius products/pd treatment. The nurse confirmed that patient has continue pd treatment at the hospital. Attempts to obtain additional information (e.g., hospital records, medication list, pd orders, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed due non-operational question. The patient called stating they were in a lot of pain and thought they might have a stomach infection. The patient was unsure if they should call number on the cycler or 911. The fresenius technical support representative advised patient to call 911 for any emergencies. The patient was not connected during incident. Upon follow up, it was confirmed that the patient was admitted to the hospital on saturday (B)(6) 2024 (the same day patient called to technical support) due to peritonitis. The nurse could not confirmed if peritonitis was related to the use of fresenius products/pd treatment. The nurse confirmed that patient has continue pd treatment at the hospital. Attempts to obtain additional information (e.g., hospital records, medication list, pd orders, patient demographics) were unsuccessful.